Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) level of 553 mg/dl and ketones. Ketone level identified as life threatening by healthcare provider; cause of bg not known. On (B)(6) 2026, the customer went to the emergency room (ER) and bg was treated with intravenous fluids of insulin and saline. Reportedly, the treatment resolved the issue and the customer had no permanent damage. Multiple follow attempts were made by tandem customer technical support (cts) to acquire the ER release date; however, no response was received. System check with tandem technical support confirmed the pump was functioning as intended.